Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device was unable to fire. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.